Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: email response - what was being done when the suture broke (removal from package /during passage through tissue/ during tying / post-op)- passage through tissue could you please explain what do you mean by "particularly worrying as I was ligating the femoral artery in an amputation at the time), or separating from the needle when opening the packet, so clearly this is related to the suture material itself rather than my technique"? Worrying because if the surgeon had closed and the suture failed it would cause bleeding and ultimately death could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details no as used a different suture could you please clarify how many devices present this issue? I have sent 167 sutures back to be anylised as they all came from the same batch number what was being done when the suture broke (removal from package /during passage through tissue/ during tying / post-op)- passage through tissue could you please explain what do you mean by "particularly worrying as I was ligating the femoral artery in an amputation at the time), or separating from the needle when opening the packet, so clearly this is related to the suture material itself rather than my technique"? Worrying because if the surgeon had closed and the suture failed it would cause bleeding and ultimately death could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details no as used a different suture could you please clarify how many devices present this issue? I have sent 167 sutures back to be anylised as they all came from the same batch number a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-00569, and 2210968-2023-00.

Event description:
It was reported that a patient underwent an amputation procedure on an unknown date and suture was used. During the procedure, the suture was either breaking mid-substance, breaking at the knot (particularly worrying as I was ligating the femoral artery in an amputation at the time), or separating from the needle when opening the packet. The surgeon opines that clearly this is related to the suture material itself rather than my technique. Additional information was requested. No adverse patient consequences were reported.